Event description:
It was reported that the implant at tooth site #unk was removed due to pain & discomfort. Implant was causing pain to the patient since implant crown was placed, had to remove implant and advised patient to do a 3 unit bridge instead of an implant placement. Patient will be getting a 3 unit bridge instead of an implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided.